Event description:
During follow-up for a peritoneal dialysis solution bag issue the patient had it was indicated that the patient developed peritonitis. The following additional information was obtained from a peritoneal dialysis (pd) nurse on (B)(6) 2010: the patient just started on continuous ambulatory peritoneal dialysis (capd) therapy on (B)(6) 2010 with local (pd4) ultra bags only. The patient was diagnosed with peritonitis on (B)(6) 2010. A cell count, culture, and gram stain were performed on the patient's pd effluent on (B)(6) 2010 showing 956 m/l nucleated cells, 78% neutrophils, and 22% monocytes. The gram stain and culture did not show any growth. The patient was hospitalized from (B)(6) 2010 to (B)(6) 2010 and was given a loading dose of ceftazidime and vancomycin (2000 milligrams, intraperitoneal) on (B)(6) 2010. The patient then received 2000 milligrams (mg) of vancomycin, intraperitoneal on (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010 and 2500mg on (B)(6) 2010. The nurse indicated the patient's transfer set (lot number h10c31049) was replaced on (B)(6) 2010 after the patient was started on antibiotics. The nurse indicated that the cause of the peritonitis is unknown as the patient's technique was reviewed and the patient was not found to be doing anything wrong during therapy. The patient has been able to continue with capd therapy. No further information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed on potentially associated lot (gd874842) with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.